Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of the tampon leaving the tampon inside. She was able to manually remove the tampon and did not seek medical attention. She stated that another tampon had the string pull out prior to use.